Manufacturer narrative:
The investigation has determined that higher than expected vitros tropi es results were obtained from a known tropi free patient sample pool when tested on a vitros eciq immunodiagnostic system. The most likely assignable cause was instrument related, as a within-run tropi es precision test indicated the vitros eciq instrument was not performing as intended. An ortho fe performed service actions to the microwell incubator subsystem which included replacement of the incubator inner lift pin and inner ring followed by performing incubator adjustments. Following these service actions, acceptable tropi es performance was obtained. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, limited information was provided regarding the sample handling of the patient pool. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained 2, higher than expected, troponin I es results from a known troponin-free patient sample pool tested on a vitros eciq immunodiagnostic system. Known troponin-free sample vitros tropi es result = 0.110 and 0.066 ng/ml versus the expected result < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. There were no higher than expected vitros tropi es patient results reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1903817 / ivd 404609.